Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. On (B)(6) 2025, during support with the impella cp, the physician initially inserted a first impella but had to abort the procedure due to insufficient pump flows. The doctor then chose to insert a second impella cp pump, which had not been rinsed in sterile water. The valve was crossed, and the auto was activated with a flow rate of 3.4 l/min. Following radial access for percutaneous coronary intervention (pci), the impella was slightly retracted and kinked at the atrioventricular (av) valve as a result of aortic stenosis. The physician was unable to readvance and unkink the device. Rather than removing it and running it in sterile water, the doctor opted to attempt the insertion of a third impella cp pump.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had aortic stenosis preventing successful delivery of impella. Product damage (cannula kink): the cause of the product damage (cannula kink) was determined to be patient condition as the patient had aortic stenosis. Device history review: the device passed all the post sterile inspection checks.